Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Patient enrolled in (B)(6) study. The patient was implanted with a photofix patch as part of right carotid endarterectomy procedure. Patient was admitted to the hospital from the ed with multiple problems on (B)(6) 2019. The event is classified as an infection, of unknown origin/pathogen. Patient presented with abdominal pain, nausea and vomiting, hypotension, respiratory failure and leukocytosis. The patient is currently in the micu presenting with fever and hypotension of unclear etiology - possible intermittent mesenteric ischemia.

Manufacturer narrative:
Additional information received from the study does not attribute the infection to photofix. According to the updated information, an infection was found in the gallbladder. This patient has a history of extensive vascular disease, copd, asthma, peptic ulcers, and colitis. Photofix is a terminally sterilized product and it is highly unlikely it would contribute or be the cause of a gallbladder infection. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Additional information from the complainant indicates that the use of photofix is not related to the reported event.

Event description:
Patient enrolled in photo-v study. The patient was implanted with a photofix patch as part of right carotid endarterectomy procedure. Patient was admitted to the hospital from the ed with multiple problems on (B)(6) 2019. The event is classified as an infection, of unknown origin/pathogen. Patient presented with abdominal pain, nausea and vomiting, hypotension, respiratory failure and leukocytosis. The patient is currently in the micu presenting with fever and hypotension of unclear etiology - possible intermittent mesenteric ischemia.